Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while completing the incomplete fissure in a lobectomy, the reload was bent at the junction of the reload and adapter. They added a little force to twist for them to unload the handle. They opened a second reload, and attached it to the handle, and same result. The black plastic where the reload was attached to an adapter broke off. The stapler was unable to fire. They opened another reload and attached it to a different handle to complete the case. They also noted that the status indicator lights, five white lights, handle indicator, adapter indicator, and reload indicator were solid. They were able to press the green button. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The proximal ends of the adapters had broken and were received separated from the reloads. The articulation flags were bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.